Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was stretched and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a two fracture sites, at approximately 27 and 29 cm from the terminal pin. Engineers determined this was likely from fatigue fracture while implanted. This same location exhibited inner coil stretched/deformed structure however was not fractured. Laboratory analysis was able to confirm the reported clinical observation of high impedances with a root cause of outer coil conductor damage.

Event description:
It was reported that during a routine follow-up, this lead exhibited high out of range pacing impedance measurements, loss of capture and loss of sensing. The patient denied any syncope but did report an increased limitation of her physical activity. The chest x-ray confirmed no lead displacement thus the physician suspects the lead was fractured. The patient was hospitalized and the lead replaced in absence of any additional adverse patient effects and was reported as stable. The lead was returned for analysis.

Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
It was reported that during a routine follow-up, this lead exhibited high out of range pacing impedance measurements, loss of capture and loss of sensing. The patient denied any syncope but did report an increased limitation of her physical activity. The chest x-ray confirmed no lead displacement thus the physician suspects the lead was fractured. The patient was hospitalized and the lead replaced in absence of any additional adverse patient effects and was reported as stable. The lead is expected to be returned for analysis.